Event description:
The unit started to increase in pressure when the remote was plugged in. Leg noted to become tense & then noted the pressure had increased at about 160mmhg. Pump was cut off & recalibrated. Surgeon was able to continue at low flow with minimal pressure elevation. Follow up with risk manager revealed the patient's leg began to soften as dressing was applied and patient was sent to recovery in stable condition (per operative notes). Surgeon indicated there were many other problems during the case besides the pump, the toumiquet used also failed and patient was big in size. However, surgeon confirmed event caused no serious injury to patient. Pt stayed overnight (edema in leg) and discharged with crutches. Hospital not reporting event to FDA.